Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple patients and orders were not showing on one station. A field service engineer (fse) inspected the station via remote smart service (rss) and noted it had been offline for over 5 hours. Tss contacted the service, user and confirmed the network cable was properly connected but identified a damaged wall port. The issue was determined to be a facility network port problem, and the user escalated it to information technology (it) for repair. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders and patient was not shown on the station. User confirmed only one station affected. There were no adverse events or injuries reported based on this event.